Event description:
It was reported that, during set up or inspection for treatment, when a sterile pouch was taken out of one (1) hydrosite gentle ag 10 x 10cm ctn 10 box, the opening of the pouch was about 1 cm opened due to insufficient sealing. Treatment was performed, without any delay, using a s+n back-up device. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Section h3, h6: the product was not returned for evaluation; therefore, a device analysis could not be performed. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the part number over the past 18 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode/adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior escalated actions related to this part number and failure mode. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include damage during shipping or mishandling or *excessive exposure to high environmental temperatures (only for plastics). No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore, no corrective actions are deemed necessary.